Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and no errors were found. The instrument was tested on an in-house system 3 of 3 times. The instrument passed the recognition, engagement cut, seal, and intuitive motion test. The instrument moved intuitively with full range of motion in all directions. The grips opened and clos properly. No debris was found in the jaws. No damaged or loose grip cable was found in the proximal end.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm vessel sealer extend (vse) instrument was not articulating properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.